Manufacturer narrative:
The company representative found the source of the low audio output with the pcb. The iabp was placed out of service until the pcb (part number 0670-00-788) was replaced. (B)(4).

Event description:
During a preventive maintenance, the company representative observed that the iabp had very low audio output. The sound was distorted and no audio level adjustment was possible. No patient was involved.